Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that needle did not release upon insertion. Blood glucose was unknown. Customer stated the sensor inserted but they could not remove the needle. The product will be returned for analysis.